Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hand assisted colectomy procedure, the stapler cut, but did not lay a staple line. The procedure was converted to open, as planned, due to adhesions from a previous procedure. There was no additional reported pt consequence.